Manufacturer narrative:
The customer's calibration and qc results, sample pre-analytic details, and system alarm trace were requested but not provided. The customer provided the patient's sample for investigation. The investigation confirmed the customer's ft3 results. The ft3 iii assay showed a higher result than the ft3 iii v2 assay result, but both assays were found above the reference range. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed, streptavidin. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined the ft3 iii v2 assay eliminated the effect of the interference factor. The investigation did not identify a product problem.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The patient had a sample collected on (B)(6) 2021 and (B)(6) 2021. The customer performed testing with the samples on two ft3 iii reagents. Elecsys ft3 iii reagent lot number 551720 had an expiration date of 30-sep-2022. Elecsys ft3 iii reagent lot number 515968 had an expiration date requested but not provided. The patient's results were not reported outside the laboratory. Also, the customer performed repeat testing on the abbott alinity analyzer and the siemens vista analyzer. On (B)(6) 2021 and at 14:14, the patient's elecsys ft3 iii result with reagent lot 551720 was 11.7 pmol/l. The patient's ft3 iii result with reagent lot 515968 was 7.69 pmol/l. On (B)(6) 2021 and at 09:50, the patient's elecsys ft3 iii result with reagent lot 551720 was 12.1 pmol/l. The patient's ft3 iii result with reagent lot 515968 was 7.74 pmol/l. The patient's ft3 results on the abbott alinity analyzer and the siemens vista analyzer "gave perfectly normal ft3 values." The exact results were requested but not provided. The customer believed the ft3 iii results from reagent lot 515968 "provides very likely good result." This medwatch is for the ft3 iii assay and reagent lot 515968. Refer to the medwatch with patient identifier (B)(6) for ft3 iii assay and reagent lot 551720.